Manufacturer narrative:
Phone : (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Explanting physician reported diagnosed with double capsular contracture baker grade I and seroma on the left side. Diagnosed by ultrasound. Device was replaced with a non-allergan device.

Manufacturer narrative:
Continued date of birth (a.2): (B)(6) 1984. Continued phone number(s) (e.1): (B)(6). Photo evaluation: visual analysis of the photographs identified: device patch with lot number 2611946 and catalog number mm 280 g. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. With catalog mm120-280. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported left side patient "diagnosed with double capsular contracture baker grade I and seroma" confirmed via ultrasound. The device has been explanted and replaced.